Event description:
It was reported that on (B)(6) 2022, a 27mm portico valve was selected for implant. The sizing of the annular dimensions was perimeter: 73,0 mm; perimeter derived ø: 23,2 mm; area: 409,9 mm² ; area derived ø: 22,8 mm. The implant depth was 1mm in the upper annulus and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the procedure, the device was deployed not in optimal position and the device migrated. There was no hypertensive spike or pulmonary hypertensive episode at the time of migration. There was no difficulties in deploying valve. A valve in valve procedure was performed with a new 27mm portico valve that was implanted. A post balloon dilatation was performed due to mild pvl. The patient remain hemodynamically stable throughout the procedure and no patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the mild perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "note: position the annulus end of the valve 3 mm (0.12¿) below the native aortic annulus.